Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The previous servicing was on may 31st 2019 for "under infusing". Evaluation ran the device at 125ml/hr for one hour. The result was a percent error of -1.97%. No correction was required. The reported condition was not verified during the present evaluation. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing in the biomedical services area. There was no patient involvement. No additional information is available.